Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the antenna shaft was broken and the tip was still attached to the shaft. The customer reported that the antenna broke during percutaneous placement a new antenna was used to complete the procedure. The reported condition was confirmed. The investigation found the shaft of the needle was broken. This break is consistent with the user exceeding the shaft bend radius limit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the antenna broke during percutaneous placement. A new antenna was used to complete the procedure.